Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50 mm x 8 mm synergy ii drug-eluting stent (des) was advanced to treat the target lesion; however, difficulty advancing was encountered and the shaft was broken about 15 to 20 cm from hub. The physician was able to remove the device without any issue. Another 3.0 x 16 mm synergy des was placed near the lesion area and the procedure was completed. No patient complications were reported and the patient's status was fine.